Event description:
It was reported that an ilet pump touchscreen became nonresponsive while the device was powered on and unlocked, with responsiveness temporarily restored only when placed on the charging pad; cleaning, wake-button recalibration, and restart were attempted, and the user was advised to switch to backup therapy, after which the device was replaced. Symptoms included no adverse clinical effects, and the user¿s blood glucose was reported as elevated but stable without hypoglycemia. Outcomes included temporary interruption of normal device use and reliance on alternate diabetes therapy. Investigation included guided troubleshooting, capacitive touch recalibration, restart while on the charger, and education on device operation. Investigation of the returned device revealed no touchscreen malfunction consistent with a capacitive touch sensor or display interface issue that prevented interaction off the charger.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.